Manufacturer narrative:
The lot number was not provided: therefore, the device history records could not be reviewed. The investigation is currently underway. The information represents all of the known information at this time.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unk. The balloon was returned lodged inside an introducer sheath. The distal tip of the balloon was protruding from the distal tip of the sheath and was slightly prolapsed and the distal tip of the sheath was flared out, likely indicating retraction issues. The patency of the guidewire lumen was tested and passed. The distal end of the introducer sheath was cut and the balloon was advanced. The inflation hub was connected to an inflation device and the balloon was fully inflated with water. There were no leaks or balloon ruptures noted. The balloon was then completely deflated within specification. The same test was completed two more times yielding the same results. The inverstigation is confirmed for sheath retraction issues, as the balloon catheter was received lodged inside an introducer sheath and could not be removed due to the slight prolapse of the distal end of the balloon. The investigation is unconfirmed for deflation issues, as the device deflated properly during functional testing. It is possible that the user does not fully deflate the balloon, leading to the reported retraction issues through the sheath. However, the root cause for the deflation issues could not be determined based upon the available information as the balloon deflated without issue during functional leaking. Specific warnings, precautions, and directions for use of the vaccess pta dilatation catheter are included in the current instrucitons for use (IFU).

Event description:
It was reported that the pta balloon was difficult to deflate after multiple inflations (atm unknown) in a left arm fistula. The balloon catheter was difficult ot remove through the sheath; therefore, the catheter and sheath were removed together as single unit. Another balloon was used to complete the procedure. There was no reported injury.